Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This bone cement is mfg at heraeus medical and distributed through zimmer orthopaedic surgical products. Eval summary: based on the knowledge and info provided to us, a product deficiency cannot be established. Furthermore, a review of storage samples of the named batches was performed; no indications for a possible product failure were detected. Eval: review of quality records showed that the batches were prepared in accordance with the requirements of heraeus' quality mgmt sys and all quality control tests have been passed successfully.

Event description:
It was reported that three batches of bone cement did not mix properly during surgery. The consistency of the cement remained sticky to the touch, despite adjusting and increasing the operating room temp. A one hour delay in surgery was incurred symplex bone cement was used to complete the procedure.